Manufacturer narrative:
(B)(6). The device was manufactured between july 16, 2018 - july 18, 2018. The device received for evaluation. Visual inspection on the returned sample observed that the fill port cap was missing. The blue cap was not missing. The cause of the missing fill port cap was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was missing the blue cap during the compounding process. There was no patient involvement. No additional information is available.